Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 4990750 142-32-00 - cocr fem head 32mm +0 offset 12/14, 4898487 164-13-09 - novation element ro s/o col sz 9, 4678681 180-65-20 - alteon 6.5mm screw, 20mm, 4887845 186-01-48 - integrip cc, cluster 48mm, g1.

Event description:
As reported via legal documentation, this patient had right hip replacement surgery on (B)(6) 2017. They later underwent right hip revision on (B)(6) 2022, approximately 5 years 4 months after their initial surgery. On (B)(6) 2022 op report noted that joint fluid was benign in appearance but with copious benign villonodular synovitis consistent with chronic polyethylene wear debris exposure. The femoral component was well-fixed and appropriately anteverted without periprosthetic osteolysis. The trunnion was in excellent condition. The polyethylene liner appeared moderately oxidized but grossly intact. Patient transferred to the pacu in good condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.